Manufacturer narrative:
D15, d11 - intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The monopolar curved scissors (mcs) tip cover accessory was visually inspected and it appeared to be cut off. Approximately 0.630¿ x 0.727¿ of the distal end was missing and was not returned. No thermal damage was found, but multiple cut marks were found on the remaining mcs tip cover accessory. The root cause of this failure could not be established. The mcs instrument was found to have a deep cut/slit mark, approximately 0.24¿ in length, to the surface of the orange section of the tube extension with material removed. The proximal clevis of the instrument exhibited a deep cut/slit mark, approximately 0.29¿ in length, to the surface. No material appeared to be missing. Any potential fragments would be retained by use of the tip cover. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the mcs instrument (pn 470179-19/lot # n10210104 0320) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 9 uses remaining after last use. Logs are not available for the mcs tip cover accessory. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse. Although there was no report of patient injury, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the "sheath" of the monopolar curved scissors (mcs) was found to be cut. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021 and obtained the following additional information: while cleaning the instrument, the "sheath" was found to be cut at the jaw. No additional information was available.